Event description:
A consumer reported seeing "lines of light closely grouped together that radiate out" following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the pt experiencing positive dysphotopsia. He also reported noticing stress marks in the ctr of the iol optic. In a postoperative visit in (B) (6) 2009, the pt had a ucva of 6/5 (approximately 20/20) and symptoms of positive dysphotopsia remain. The surgeon does not believe that the stress marks on the iol are causing the symptoms of positive dysphotopsia and does not plan to exchange the iol. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Additional information was requested and received. (B) (4). (B) (4).